Event description:
The hosp reported a pt underwent a colonoscopy as a follow-up for rectal cancer, and was done via the sigmoid colostomy stoma. The colon reportedly looked normal until fat globules were noted upon withdrawal of the endoscope. The pt had a full thickness perforation of the sigmoid colon. The pt was sent to the operating room for an exploration of the colostomy and repair of the perforation. A colostomy bag was then placed, and the procedure completed. The pt tolerated the procedure well and was discharged four days later.